Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that increasing stimulation to where it was comfortable "somewhat" resolved the symptoms. The symptoms were "50/50" resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that since late wednesday (B)(6) 2016 the patient had symptom return. The patient did not feel stimulation and therapy was on. The change in therapy/symptoms was considered sudden. Stimulation was increased from 1.3 to 1.85 and stimulation was felt comfortably.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.